Event description:
An (B)(6) male patient who suffered from pulmonary disease underwent aaa repair on (B)(6) 2010. The pt's anatomical form was suitable for aaa repair. Vascular wall around aneurysm was weak and diameter for aneurysm was 75mm. Final angiography revealed left internal artery was occluded. The physician attempted to push the left iliac leg up with a balloon catheter, however, it was invalid. Another MFR's stent was placed at left external iliac leg for long term prognosis. The current status of the pt's condition is unk.

Manufacturer narrative:
Occlusion. Event eval: still under investigation.